Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading during the phone call was 364 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. The programming was correct also. The tubing clamp was not available to perform the high pressure test. It was stated that the customer has the flu virus, which could have contributed to the high blood glucose levels.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.